Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 5 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had a high lactate dehydrogenase, (specific value not provided) and is experiencing hematuria. The lvad clinician stated that it was assumed "this patient has a thrombus." The patient was taken to the operating room emergently this morning for a pump exchange, where only the pump only was exchanged. Original cannula remained. No other information given at this time.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the left ventricular assist system (lvas). Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. An additional flat thrombus formation was found in the center of the rotor body in one of the rotor vanes. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. The observed thrombus could have contributed to the reported increase in lactate dehydrogenase (ldh) and hematuria. The evaluation could not determine the cause of the thrombus. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.